Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were part of a system explant due to infection. Inflammation, edema and swelling were observed in the skin. The device and electrode were explanted. Available information does not indicate that a new system was implanted. No additional adverse patient effects were reported.